Event description:
As reported, per article "percutaneous transcatheter occlusion of acquired gerbode defect after tavr", this patient underwent successful transfemoral tavr with a 29mm sapien 3 ultra resilia valve due to aortic stenosis. At the 2 week follow up the patient reported worsening dyspnea, fatigue and overall functional decline and was started on diuretics. A follow up tte noted a decrease in ejection fraction (ef) to 40-45% and new severe tricuspid regurgitation. At the 10 week post op visit, it was noted the patients' symptoms continued to worsen, with elevated creatinine levels, the patient was hospitalized. Examination findings were notable for jaundice, and significant anasarca with pitting edema to the knees bilaterally. A repeat tte revealed normal functioning bioprosthetic aortic valve with a mean gradient of 6mmhg and calculated valve area of 3.4cm2, severe tr, and a large, circumferential pericardial effusion. Pericardiocentesis was performed, and a pericardial drain was placed. A tee was performed, which revealed a defect in the inferoseptal aspect of the lv outflow tract (lvot) into the right atrium (ra) during both systole and diastole, consistent with an lvot-to-ra fistula (direct, type ii gerbode defect) with significant left-to-right shunting. The entry point in the lvot appeared to be in the immediate location of the proximal edge of the tavr valve. The event was treated with a 16mm ra disc and 20mm lv disc septal occluder device. The shunt was reduced by at least 80% with a small amount of residual shunting between the 2 discs. The patient was discharged to a rehab facility 2 weeks later. Approximately 18 days later, the patient presented with progressive symptoms, persistent anemia requiring serial blood transfusions, and was again in cardiogenic shock requiring vasopressor support. Tee showed paradevice flow and reduced rv function with torrential tr due to a severely enlarged ra with significant dilatation of the tricuspid annulus and poor coaptation of valve leaflets, resulting in torrential tr. Another procedure was performed using an occluder device to successfully close the seal at the location of the previous paradevice leak. Follow up tte demonstrated no further shunting and residual moderate tr. The patient improved rapidly, and was discharged from the hospital 10 days later. According to follow-up information provided by the author and implanting physician, the patient underwent successful, uncomplicated implant of a 29mm resilia valve via the right femoral artery. Approximately 3 months later a pericardial effusion was identified and a drain was placed. Six days later the patient underwent closure of the gerbode defect with an 8mm septal occluder. Forty-six days later the initially placed occluder device was removed and an 8mm septal occluder device was implanted in its place. A transcatheter edge-to-edge repair of the tricuspid valve with placement of a single xtw g4 tri clip was also performed. Echo shows lvef 50-55, severe bilateral atrial enlargement (bae). Aortic valve is a tavr, well-seated with no abnormal rocking motion. No central ai, no pvl. Ava 1.8. At the 1 year post tavr the patient reported that they have been stable since hospitalization last (B)(6), deny shortness of breath, chest pain lightheadedness or palpitations.

Manufacturer narrative:
D4 UDI: (B)(4). Literature article citation: miller, a, monte, a, crinzi, e. Et al. Percutaneous transcatheter occlusion of acquired gerbode defect after tavr. J am coll cardiol case rep. Null2026, 0 (0). Https://doi.org/10.1016/j.jaccas.2026.108567. Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. There are several potential etiologies for ventricular perforation during a tvr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The exact cause of the reported event was unable to be determined but may have been due to procedural factors, patient factors ((history of coronary artery disease and coronary artery bypass grafting, congestive heart failure, severe aortic stenosis, permanent atrial fibrillation, unable to take anticoagulants due to recurrent gastrointestinal bleeding, ckd stage iii, physically deconditioned), and/or the mechanisms described above may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.